Manufacturer narrative:
(B)(4) is submitting the report on behalf of berlin heart (B)(4) (MFR). The excor blood pump s/n (B)(4) was used from (B)(6) 2012 to (B)(6) 2013 for (B)(6) days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications and no abnormalities were found in the record. By analyzing the returned blood pump a defect in the layer on air side of the membrane was detected. The membrane consists of three layers in order to prevent damage to the pt through blood loss or embolism, in case of one defect layer, there are still two more layers. The entire membrane consists of two driving layers and one blood layer. The eval of the blood pump s/n (B)(4) is still ongoing. The reason for the defect is not found yet. (B)(4).

Event description:
We were informed that the membranes of the excor blood pump were extended on both sides in both chambers. As a result, the pulsation was compromised (the membranes were stopped). The left blood pump was exchanged. The pt was transplanted on (B)(6) 2013.